Event description:
Cormet revision due to pain and high metal ion levels.

Manufacturer narrative:
CAPA (B)(4). Patient notes, pathology reports, device details, post primary and pre-revision x-rays have been requested. Also confirmation of which parts have been revised (i.e. Head and cup).